Event description:
It was reported that a patient underwent an open lichtenstein inguinal hernia repair on (B) (6) 2010. Post-operatively on (B) (6) 2010, the patient presented with mild contact dermatitis with erythema and itching. Benadryl and steroids were administered. The event resolved on (B) (6) 2010. The surgeon opines that the etiology of the dermatitis was chlora-prep used before the procedure.

Manufacturer narrative:
(B) (4). (B) (4) dermatitis. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.